Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta q-syte wht disconnected and leaked (B)(6) 2024 patient in the process of intravenous treatment, infusion add-on device front screw off, resulting in therapeutic liquid infusion into the patient's body, the patient's blood backflow to the outside of the body, affecting the therapeutic effect, resulting in the patient and his family dissatisfaction. The nurse replaces the device in a timely manner and reassures the patient and her family.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394501 and lot number 3093334. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.